Event description:
Territory business manager states that the dc charger melted and caught fire while the unit was plugged in. Tbm does not have end user information but the provider did inform him no property damage or injury and no damage to the unit itself.